Event description:
The customer stated that he was hospitalized for high blood glucose. The customer stated that he had been experiencing high blood glucose for several days prior to being hospitalized that he had been attempting to treat by bolusing with the insulin pump. The customer stated that he did not attempt an infusion set change. The customer also stated that he had been given a cortisone shot prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. According to the troubleshooting performed the insulin pump was operating within specs and did not need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.